Event description:
Bard groshong midline catheter lot # 22l408824 broke from hub and became a cathter emboli traveling into the pt's venous system traveling to her pulmonary artery. Pt underwent attempted retrieval, remains in place now. Pt is not symptomatic of pulmonary or cardiac complications at this time. While the initial dressing was being changed by the hospice house rn, she noticed the hub was not attached to the midline catheter, only a small amount of the catheter was showing at the insertion site. Before the rn secured the catheter, it traveled into the pt's venous system as a catheter emboli. Emergency procedures were followed, pt transferred by ems to hosp for evaluation. Pt and family choose to let the catheter emboli remain in place without going through any further procedures. Pt returned to the hospice house. Date of expiration of midline is not documented. Inserting rn states she checked the date and it was an effective date - not to expire for sometime. The front sheet of the packaging was already thrown out, unable to confirm this package expiration date. The lot number documented is 221408824.this was recorded from the face sheet by the inserter before packaging was thrown out. Catheter hub in possession of risk mgmt at hosp. Pt was transferred for immediate evaluation.